Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after properly firing the device, the legs of the clips did not close as they remained crossed. The clips were retrieved and a new device was used to carry out the case. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.